Event description:
It was reported that a web device did not detach from the delivery pusher. The case was finished with a different device and there was no patient harm.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to the available for return to the manufacturer for analysis. However, it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned web system found the pusher bent at approximately 49cm from the overcoil distal tip and at the hypotube-to-connector junction, and the proximal connector bent at the brown lead wire joint. The unit passed continuity and resistance testing; furthermore, the implant detached without issue using an in-house detachment controller during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the bends in the delivery system, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The wdc-2 controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that a web device did not detach from the delivery pusher. The case was finished with a different device and there was no patient harm. This event occurred during the same case as the device reported in MDR 2032493-2025-90211.